Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system short port btt (blunt tip trocar) black inflation valve dislodged during the procedure. They pushed it back in, but shortly after it popped out completely. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)